Event description:
Customer informed that he had to visit a doctor after having an allergic reaction to a lifestyles condom. His doctor said that he had an allergic reaction to the spermicide and prescribed antibiotics for him.